Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Final analysis found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of noise was the external abrasion consistent with friction to device can. No other anomalies were found.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation it was noted that the atrial lead exhibited automatic mode switches resulting from noise over-sensing. The lead was explanted and replaced during a generator changeout procedure on (B)(6) 2021. The patient was in stable condition.